Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on 04oct2023. It was reported by the patient that there was damage to the power extension cable but did not see fraying. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported event.

Event description:
The patient reported damage with the power extension cable but did not see fraying.